Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an implantable cardiac monitor explant- icm due to elective replacement indication. During the procedure, it was noted that the icm header fell off. The icm was explanted and the patient was in stable condition before, during, and after the procedure.